Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06114 & 06115).

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, two reamers fractured while preparing the femur. Another reamer was utilized to complete the procedure.